Event description:
It was reported that this device recorded a fault code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified a high impedance battery condition that may continue to increase and could eventually disable rf telemetry. Device replacement was recommended. No adverse patient effects were reported. This device remains in service. Additional information was received that the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Manufacturer narrative:
Correction made to the event date field. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed that a low voltage alert, code 1003, was recorded and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this device recorded a fault code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified a high impedance battery condition that may continue to increase and could eventually disable rf telemetry. Device replacement was recommended. No adverse patient effects were reported. This device remains in service. Additional information was received that the device was explanted. No adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed that a low voltage alert, code 1003, was recorded and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a code 1003 and was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this device recorded a fault code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified a high impedance battery condition that may continue to increase and could eventually disable rf telemetry. Device replacement was recommended. No adverse patient effects were reported. This device remains in service. Additional information was received that the device was explanted. No adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device recorded a fault code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified a high impedance battery condition that may continue to increase and could eventually disable rf telemetry. Device replacement was recommended. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this device recorded a fault code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified a high impedance battery condition that may continue to increase and could eventually disable rf telemetry. Device replacement was recommended. No adverse patient effects were reported. This device remains in service. Additional information was received that the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Device was explanted.